Event description:
Caller reported time in range as zero, with an impact on blood glucose levels, which dropped to 42 mg/dl. The customer addressed the low blood glucose level by consuming orange juice and did not require third-party assistance. Customer technical support assisted with signing into the app and completing a software update, after which the customer resumed using insulin. The customer was advised to monitor the pump and call back if necessary, with no further assistance being required at the time.